Event description:
It is reported that the pt's hip arthroplasty was revised due to a pseudotumor.

Manufacturer narrative:
Info was rec'd via published literature. It is noted the pt previously underwent revision of metal on metal components due to adverse tissue reaction. The part numbers and lot numbers of the products are unk; therefore the device history records and complaint history could not be reviewed. These warsaw design controlled devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone qual, height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Based on the info provided it could not be confirmed if the previous event that resulted in an adverse tissue reaction contributed to the reported condition. A definitive root cause for the reported condition cannot be determined with the info provided. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/2357234.